Event description:
Incoming information notes ¿sensing issue: 904 short v-v intervals since (B)(6) 2024¿ as well as ¿undersensing on right ventricular lead¿. ¿both leads¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154866.